Manufacturer narrative:
Updated block: b3. Per the perfusionist, after the air and gas lines were connected and the pump was switched on, there were repetitive clicking noises that sounded like the servos trying to calibrate, but at a much higher speed than normal. This occurred before calibrating the unit. After the connections were rechecked, a "contact service technician" alert appeared. The unit was shut down and restarted, after which the clicking noises did not reappear and the system calibrated normally after waiting the initial warm-up period.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician observed the electronic patient gas system to pass calibration 20 times without failing. Per data log analysis, on (B)(6) 2019 the system is powered up at 05:54:49 and gasses are in range at 05:57:15. At 6:03:31, flow is set to 3.97 liters per minute (l/min) using the central control monitor slider. At 06:04:24 the gas system reports a 'flow control fault'. This will cause a 'service gas system' alert and cause the gas system to be knob adjust only. Flow is set to 7.76 l/min using the local flow knob at 06:05:18. At 06:08:55 the perfusion screen is exited and the system is power cycled. A perfusion screen is opened at 06:11:31. Calibration is successfully performed at 06:27:26. The gas system log looks normal from this point on. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) replaced the epgs. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) failed to calibrate. The system was restarted and the epgs passed calibration. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.